Manufacturer narrative:
The unit was inspected by our field service engineer. The electric system was tested multiple time and no issues were found. All cables were inspected for loose/worn or corrosion conditions. The system functions were checked and no issues were found. The ac power input assembly and power cord were replaced as a precaution. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report received from a user facility in (B)(6) stated that the treatment was interrupted due to erroneous system shutdown. After pressing the on button, treatment was resumed without further issue. There was no report of injury or consequences to the patient.